Event description:
It was reported that the guide wire included in the accustick ii kit nitinol device improperly packaged. Prior to use the physician noticed the guide wire floppy tip was packaged in the pink guide backwards. Also the floppy 0.18 tip is twisted. The physician used the device with no issues. No complications were reported and the patients status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).